Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was acting a little strange in the morning and looked a little bit different yesterday as well. The caller said they went to charge the patients device and noticed the por message on both the recharger and programmer. They mentioned that the patient had a powered wheelchair that had a big heavy battery on the bottom, as well as going to rehab that had automatic doors and wondering if that could have caused the por. Information was reviewed with the caller and that therapy was turned off from the por message. The caller was seeing an information por message, so they had the caller clear the message with the programmer and then turn the implant back on. When the caller turned the implant on they mentioned that the patient had woken and possible could feel stimulation at that point.